Event description:
Caller states that pins 3 and 4 are discolored and darkened. He also reports that they clean the device with alcohol wipe and that it is cleaned between patients. No injuries reported. Requested return of suspect device and replacement was sent.